Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the anterior descending artery. On (B)(6) 2013, the patient presented with unstable angina. Three xience prime stents (3.5 x 38 mm, 3.5 x 18 mm, and 2.5 x 28 mm) were implanted without issues. The patient was discharged and given medication. On (B)(6) 2014, the patient was re-hospitalized with chest pain worse than four years and three months ago. Medications were administered and the patient was discharged on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the 'date received by MFR' date was filed incorrectly on the initial medwatch report as 12/18/2017, but should have been 11/12/2017.